Event description:
The user facility reported the loading cart would not latch and unlatch properly. The customer used excessive force in an attempt to release the loading cart and reported feeling a strain in her back. The employee sought medical treatment at the employee health center and received ibuprofen. The employee did not miss time from work due to the strained back. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the loading cart and was unable to duplicate the reported issue. As a preventive maintenance, the technician tightened a loose jam nut on the latching mechanism bar, tested the loading cart for proper operation and returned the cart to service. While onsite the technician instructed the customer that excessive force should not be used in an attempt to unlatch the loading cart from the sterilizer. The loading cart was installed in 2009 and is currently under steris service contract. The last preventive maintenance was performed on (B)(6) 2013 at which time the cart was confirmed to be operating to specification. No further issues have been reported.